Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported that after 10 minutes of an embolization of a type 2 endoleak with onyx via the ima, an attempt was made to pullback the microcatheter; however, the microcatheter would not move. Upon applying more force to pull the catheter, the microcatheter fractured at the tip. Approximately 30cm of the microcatheter remained in the in the endoleak cavity extending to the middle colic artery of the patient. No intervention was performed. The patient was reported as doing fine and the consultant did not expect any long term issues. Same event as MDR# 2029214-2014-00767.

Manufacturer narrative:
The lot history record reviews were not possible as the lot numbers were not reported.the devices will not be returned for analysis as they were consumed in the event; therefore, the event cause could not be determined.the other devices in the event are as follows:model#: 105-7200-080 / lot#: not reported / dom: n/a / exp: n/a (qty. 7). (B)(4)